Event description:
A customer obtained false positive total b-hcg results on patient samples over a two month time period. Persistent false positive total b-hcg results may result in the initiation of treatment. The samples were shown to be negative using an alternative method. There was no report of patient harm as a result of this event.